Event description:
The customer's mother called to report that insulin was leaking from the reservoirs. The mother stated that the customer has been changing the reservoirs every two days due to the leaks. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.